Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a connectivity issue in which the blue fiber cable (bfc) port on the vision side cart (vsc) controller that was labeled for the patient side cart (psc) did not recognize when a cart was connected, and the connected cart did not start up with the rest of the system. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). The csr stated that the customer had tried a different bfc and plugged in different carats into the same port, but the carts failed to start up with the rest of the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on and off several times and found that the robot and both consoles powered on without delay. The fse was unable to duplicate the reported issue. The fse replaced the blue fiber pigtail and blue fiber receptacle. The system was tested and verified as ready for use. The affected parts (blue fiber pigtail and blue fiber receptacle) involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation.